Event description:
During on-site service testing, the baxter repair technician reported an infusion pump with depleted main batteries. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, patient demographics, medication involved, or pump programming. No additional information is known.